Event description:
It was reported that the transmitter did not blink when connected to the charger. It was noted that the sensor was slightly curved and the customer also received a lost sensor. Customer also mentioned noticing a difference between the sensor and the blood glucose readings. Customer stated that the sensor was reading 60 mg/dl when the blood glucose readings were really 130 mg/dl. Customer's blood glucose reading at the time of the call was 42 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.